Event description:
It was reported that the customer had an air bubble somewhere and was able to work it out. Customer's blood glucose level was 176 mg/dl. Customer continued to get higher blood glucose levels throughout the day and does not know why. Customer stated that she treated with the pump and her most recent blood glucose level was 533 mg/dl. Customer stated that she will give herself a manual injection when she gets home. Customer stated that she will call back for troubleshooting when she gets home. No further assistance required at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.